Event description:
A malfunction alarm with code 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.